Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment regarding the external pulse generator's (epg) display screen. Analysis indicated that the main printed circuit board and display were out of specification electrically. It was also indicated that the lower case and output connector assembly were broken. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator's (epg) lower display screen was unreadable. The display would light up but the lettering could not be read. The epg was returned for service. The epg tested out of specification during manufacturer's analysis. There was no patient involvement.